Event description:
Rptr had surgery for herniated disc l4-l5 and l5-s1 degenerative disc disease, fusion with pedicles screws and plates. She was never told that the devices were not FDA approved. She has constant pain/nerve damage, scar tissue, infections, cramps, bladder and stool problems and arthritis.